Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. The actual residual pump volume was greater than the expected residual volume; the reporter did not provide specific values for the volumes. The pt had an MRI; the reporter did not believe any motor stall was logged in the pump logs. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.